Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow keypad button was under responsive. There was moisture reported in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02-oct-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, the keypad buttons were responsive to user input. The alleged tactile changes issue was unable to be duplicated. Moisture damage was observed behind the display lens. The pump was opened and moisture was found internally. No moisture damage was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.